Manufacturer narrative:
Investigation conclusion it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient began seeing black in her stool 2-3 months prior to (B)(6) 2014 and thought it was an occurrence from the vitamin d pill she had been taking. (B)(6) 2014 patient was having mild breathing difficulty. (B)(6) 2014 patient having more of a difficulty breathing, decided to go to ER. Before patient left for ER she used the inratio to check her inr and was provided a reading of 3.3. At the ER the patient's inr was evaluated with a laboratory method and provided an inr of 6.8. Tests performed within three hours of each other. Patient was admitted to the hospital and found to have internal bleeding; administered a vitamin k pill, two bags of plasma and five bags (pints) of blood. Patient states that the vitamin k was able to bring the inr to a reasonable level (level was not provided by patient) and the bleeding was controlled. Patient stated that "many drippings were given to coat the stomach". Patient was given a cat scan, an endoscopy, and colonoscopy while in the hospital. Patient was told the doctors believe the bleeding came from the stomach. (B)(6) 2014 patient was released. Only change in medication is a lovenox shot to be administered for 5 days beginning. (B)(6) 2014. Patient does not have information regarding inr or condition on release and information provided was verbal from the patient and her recollection of events. Patient does not wish to share documents regarding her visit/treatment/release. At this time ((B)(6) 2014) patient is not using inratio due to the lovenox injections. No additional information provided.

Manufacturer narrative:
Investigation pending. Device not returned to manufacturer.